Manufacturer narrative:
(B)(4).

Event description:
The dental implant fx4010swc was removed on (B)(6) 2019 due to failure to osseointegrate 20 days after implantation. The patient has history of tobacco use. The patient reported pain during explantation. The patient required bone augmentation for the operation. The patient required another surgical intervention to recover.